Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, around 4pm, the patient was feeling dizzy, felt weak, shakiness and lightheadedness, signs of having hypoglycemia. The cgm reading at the time was at 110 mg/dl. The patient called for paramedics, and fire department came and they took a bg reading m which was 30 mg/dl while the cgm was at 110 mg/dl, they treated the patient with oral glucose. The patient required the ems¿s assistance for treatment due to the symptoms experienced. And after the treatment the bg reading increased to 90 mg/dl, no cgm value was provided due to removal of sensor. The patient was feeling better. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.